Manufacturer narrative:
Complaint no: (B)(4). This report involves a patient who experienced suspected peritonitis in the context of peritoneal dialysis. While there was no definitive peritonitis reported, it is currently unable to be ruled out. The sample was not returned for evaluation and the lot number is unknown, therefore a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a patient experienced suspected peritonitis coincident with peritoneal dialysis (pd) therapy. The cause of the suspected peritonitis was unknown. It was reported the patient was hospitalized for the event. Treatment was not reported. At the time of this report, the patient outcome of this suspected peritonitis event was not reported. The action taken with dianeal therapy was not reported. Attempts to obtain additional information regarding the event of possible peritonitis were unsuccessful.

Manufacturer narrative:
(B)(4). The patient¿s nurse confirmed the patient did not have a suspected peritonitis event that was previously reported but an actual peritonitis event. The nurse stated the patient had not been performing peritoneal dialysis (pd) therapy since (B)(6) 2014 due to an improvement in kidney function. The patient was not using baxter pd disposables at that time or presently, therefore; the baxter disposable devices are no longer considered suspect products in this event. Should additional relevant information become available, a supplemental report will be submitted.